Event description:
Balloon burst. "After balloon was hand inflated, it would't deflate. Dr. Schon had to [puncture] balloon with a long needle [thru] the pt's skin. Then could't pull balloon [thru] 8f sheath so they had to pull it all out together leaving the wire. No pneumothorax after procedure. The next day we found out the pt was in the hosp with a pneumothorax."